Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had a balloon that was not inflating. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported "balloon will not inflate" issue, and nothing in the fault codes pointed to the root problem. As a preventive measure the fse replaced the compressor and the temp sensor, then performed a full pm, all test passed, and returned the unit to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10.

Event description:
N/a.